Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube's loose connector for the power cable was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a 96 error message and would not work. No patient injury was reported.